Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console footswitch was stuck due to corrosion. The footswitch was changed and the procedure was completed with the same console. There were no patient complications.